Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. There was no button error alarm or audio alarm during testing. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call of button error alarm with their insulin pump. The customer's blood glucose level at the time of incident was 247mg/dl. Customer states her act button will not depress at all. The customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.